Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, there was st elevation noted on the ECG. When the mapping catheter was replaced with the ablation catheter, an st elevation was observed on ECG. The patient remained stable and the st elevation resolved after a few minutes and the procedure was successfully completed. The sheath had been properly aspirated and there had not been air bubbles in the catheter. It is alleged that the hemostasis valve did not work properly.